Event description:
The dental assistant reported the handpiece is not holding the bur. The bur fell out of the handpiece while in use in a pt's mouth and the pt swallowed the bur. The pt went for an x-ray which confirmed that the bur was in the small intestine. The pt returned in 2004 and the assistant reported that the pt has had no complications from the event. At the time of this report it could not be confirmed if the pt has had or will have another x-ray.